Manufacturer narrative:
(B)(6).

Event description:
It was reported that a v60 device had a battery failure. The device was not in clinical use when the reported issue occurred. There was no patient or user harmed.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The device displayed an error code 1124 high priority alarm: check vent: battery failed message. It was verified that the voltage is present between the red and black wires on the battery harness connector. It was recommended to replace the battery. Per customer¿s response it was confirmed that the customer has refused service and repair due to the battery being out of warranty. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.